Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one curved opening and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified two sharp crease openings and wear abrasion. Based on the device analysis, the final assessment was two sharp crease openings assessed as fold flaw opening. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Additionally, healthcare professional reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.